Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 377 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.